Event description:
As reported by the user facility (translation of user facility information by (B)(4)): easypump runs to slowly, after 26 or 28 ours still half full. Complaint is prepared by (B)(6). Advice to get the product out of the fridge earlier has any result, but not insufficient. This complaint comes from a pt.

Manufacturer narrative:
(B)(4). B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun (B)(4). The device is currently on shipping from (B)(4) to (B)(4) for investigation. A follow-up report will be provided after the inspection results are available.